Event description:
There is an upcoming revision surgery. The surgeon is considering talus revision to inbone talus and poly exchange with cheilectomy.

Manufacturer narrative:
Please note the corrections made to the h6 (results & conclusion codes): the reported event was confirmed, since evaluation of CT imaging finds radiolucence and cavities around the talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed, ¿there is some slight radiolucence around the anterior part of the tibial component, there is fusion of the tibia and the fibula. The pe cannot be assessed directly and there is no indirect sign of loosening or breakage. The talar component shows some radiolucence and some cavities as well as a little condensation zone especially anteriorly. This could indicate loosening and a very little subsidence. With the given information loosening of the talar component can be confirmed. Although not described by the surgeon explicitly, the talar component looks subsided with some condensed bone below. " based on investigation, the root cause was attributed to a patient related issue. The radiolucene and cavities are indicative of osseointegration issues related to patient bone quality. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
There is an upcoming revision surgery. The surgeon is considering talus revision to inbone talus and poly exchange with cheilectomy.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.